Event description:
A healthcare facility in the UK reported that the tubing of ojr410 optiflow junior 2 nasal cannulas stretched while fitting on a patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint ojr410 junior cannula was received at fisher & paykel healthcare (f&p) in new zealand where the cannula was visually inspected by a trained f&p personnel. Results: visual inspection of the complaint cannula revealed that one side of the cannula tubing was pulled out of the remaining connector overmould. It was also noted that the circuit connector was missing from the cannula. Further information provided by the customer suggested that the circuit connector was removed to be used with a non f&p recommended circuit. Conclusion: the observed damage was most likely caused by an excessive pulling force while removing the circuit connector to use the ojr410 cannula with a non f&p recommended circuit. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). This product is only designed and verified for use with equipment, accessories and spare parts approved by f&p. Unauthorized equipment, accessories or spare parts which are used with this product may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Manufacturer narrative:
(B)(4). The complaint device ojr410 junior nasal cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of ojr410 optiflow junior 2 nasal cannulas stretched while fitting on a patient. There was no patient consequence.